Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Conclusion: the device eval indicated that the failure is unrelated to the recalled component.

Event description:
The device is part of a recall and upon return, the device failed a self test.